Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, b5, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the front end board (0670-00-1164). The unit passed all functional and safety testing with full calibration. The iabp was returned to the customer. The following was performed by the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-0769 rev f, sn: (B)(6) _nbs front end board this part was received with a reported unit failure message of broken EKG connector. Performed visual inspection of this part received and found EKG connector was damaged from inside. The failure analysis and testing department verified the failure message of EKG connector broken. Retaining front end board in the fat dept. Per procedure (B)(4) rev ar.due to old part number of board, this board is not going to supplier for further investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) port for ECG cable is broken. All units are down. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) port for ECG cable is broken. All units are down. There was no patient involvement reported.